Manufacturer narrative:
Explant date: (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.7mm, vticmo13.7, -11.5/1.5/150 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault, significant reduction of irido-corneal angles and refractive change overtime was observed. On (B)(6) 2019 the lens was exchange for a shorter length lens and the problem resolved. Patient code 3191: secondary surgical intervention, exchange. Patient code 2137 should be added to initial MDR. Device code 1401 should be added to intial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -11.5/1.5/150 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault and significant reduction of irido-corneal angles was observed. The lens remains implanted and the surgeon plans to exchange the lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no visual damage on lens. Claim#: (B)(4).